Manufacturer narrative:
The intraocular lens (iol) was received at abbott medical optics (amo) in (B)(6) and has been forwarded to the mfg facility and is pending eval. All pertinent info available to abbott medical optics (amo) has been submitted. Should new info be received that changes the facts/and/or conclusion of this report, a supplemental report will be submitted.

Event description:
It was reported that the date of original surgery was (B)(6) 2011 and the date of explant was (B)(6) 2011 of an intraocular lens model clariflex - 7.0 serial no (B)(4). It was stated that the incorrect power was chosen by the doctor. The lens was removed and replaced with a clariflex - 6.0. No pt injury was reported.